Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that low leak: co2 rebreathing risk message displayed on the system. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. To resolve the issue fse replaced the flow sensor assembly. System works as specified post this action and returned to use.